Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system and 27mm watchman flx pro laa closure device (wds) were selected to be used. A truplan workup was completed pre procedure and presented to the physician. The procedure was unremarkable through to dye shot of laa. The device size decision was confirmed, properly prepared and inserted into the patient. After the initial deployment the device could be seen highly compressed around mid. The device was partially recaptured and redeployed with a similar result. After full recapture pericardial effusion was found on intracardiac echo (ice) at that time the device was removed, and pericardial effusion (pe) management was initiated. The patient received pericardiocentesis, cardiothoracic surgery (CT) was consulted. The patient was admitted to the hospital. It was further reported that pericardial effusion with tamponade occurred.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman trusteer access system and 27mm watchman flx pro laa closure device (wds) were selected to be used. A truplan workup was completed pre procedure and presented to the physician. The procedure was unremarkable through to dye shot of laa. The device size decision was confirmed, properly prepared and inserted into the patient. After the initial deployment the device could be seen highly compressed around mid. The device was partially recaptured and redeployed with a similar result. After full recapture pericardial effusion was found on intracardiac echo (ice) at that time the device was removed, and pericardial effusion (pe) management was initiated. The patient received pericardiocentesis, cardiothoracic surgery (CT) surgery was consulted. The patient was admitted to the hospital.